Manufacturer narrative:
The bactiseal catheter (ID ns0340) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814) and bactiseal catheter (ID ns0340) were implanted due to unknown reason via ventriculoperitoneal (v-p) shunt on unknown date with unknown setting. There was a leakage of cerebrospinal fluid (csf) in the chamber. A debris was seen in the valve, however no damage was found in the valve. Therefore, both the valve and catheter were removed. According to the information provided, it is unknown if the catheter was replaced. The estimate amount for csf leakage is not known. It is also unknown if the patient has any signs or symptoms related to the csf leak. The patient's current status is unknown.